Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported seizure. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A social media post referencing an omnipod discover advertisement on tiktok reported that a friend of the patient alleged the pod malfunctioned and delivered an overdose, resulting in the patient experiencing a seizure. No additional details were provided, and patient contact information was unavailable.